Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient was admitted 17 days post procedure due to sepsis caused from an esophageal perforation that likely occurred during the ablation procedure that resulted in death. During an atrial fibrillation (pvi) procedure, the temperature monitoring device was alarming above the manufacturers recommended high usage suggestions. Per CT post-procedure: mediastinum and lymphatic, there was pneumomediastinum, with air anterior to the esophagus at the level of the right main pulmonary artery, and expending inferiorly along the posterior margin of the left atrium. It is suspected to arise from esophageal perforation at the level of the mid esophagus. A CT had been done prior to the procedure, however the records are not available. The physician did not allege the ampere generator caused the perforation. He did mention that the circa temperature monitoring device being the shape of an ¿s¿ he felt was pushing on the esophagus and the temperature reading it was giving did not seem accurate.